Manufacturer narrative:
(B)(4). The implant date is estimated. Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection. The patient received a heart transplant on (B)(6) 2018. No further information was provided.